Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023, the day of the event the patient was outside on the balcony when a neighbor noticed he was not responding. The neighbor called emergency services and the patient regained consciousness with two paramedics by his side. When the paramedics arrived a fingerstick was taken and the blood glucose reading was 1.2 mmol/l. Several doses of glucose were given intravenously. The patient recovered after treatment and was not brought to the hospital. No cgm reading was reported but according to the patient the app/receiver should have alerted him at 3.1 mmol/l but failed to do so. The patient reportedly stated that their low alert was set to 3.9 mmol/l. No product was provided for evaluation. Data was provided for evaluation. A review of performance data shows that the patient's always sound feature was disabled at the time of the incident. The urgent low alert is fixed at 3.1 mmol/l. Data investigation did not find that the patient exceeded the urgent low alert threshold at any point on or around the alleged date of incident on (B)(6) 2023. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4) b3 event date - correction, b5 describe event or problem - correction, h2 correction.

Event description:
It was reported that intermittent audio output occurred. On the evening of (B)(6) 2023, the patient had severe cramps and experienced and an insulin shock described as convulsions, and loss consciousness. The patient stated that he did not receive any alerts around this time that the blood sugar was low. The patient woke up by himself treated himself with nutrition that was rich in sugars. There is no documentation that further treatment was necessary and there is no documentation that the patient went to the hospital for this event. There is no cgm reading and no blood glucose reading reported, but it is reported that the cgm reading did go past the alert threshold. No product was provided for evaluation. Data was provided for evaluation. A review of performance data shows that the patient's always sound feature was disabled at the time of the incident and his low alert was set to 3.8 mmol/l. At 7:20 pm on (B)(6) 2023, the patient's estimated glucose values (egvs) dropped below the user low alert threshold and he received a visual low alert with an egv of 3.4 mmol/l. At 7:25 pm, the patient received a second visual low alert with an egv of 3.5 mmol/l. The reported complaint was not confirmed. The probable cause of the alleged issue was determined to be use error as the patient's always sound feature was disabled. The device performed as intended and functioned within specifications and patient settings. No additional patient or event information is available.